Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-9618-24 primary reamer batch number: 022251 was received for investigation. Visual evaluation of the returned device noted significant wear and tear with heavily faded laser markings, superficial scratches and discoloration observed. Further visual evaluation noted the cutting head was damaged. The most likely cause for the reported failure can be attributed to overstressing a device that is damaged naturally and inevitably as a result of normal wear or aging from repeated usage/reprocessing. Manufactured date: 22-dec-2022.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01/03/2025, it was reported by a sales representative via (B)(4) that an ar-9618-24 24 mm primary reamer was producing fragments. This occurred during a case when the device began to produce metal fragments in the glenoid. The metal was so worn that it wouldn't ream. They were able to retrieve all shavings from the patient. Then had to go to a post instead of a screw on the glenoid and it did prolong surgery"